Event description:
It was reported by service report that the scale is inaccurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lift motor lost limits. Bed limits reset.